Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max separator. During the procedure, it was noted that the tip of the separator was bent upon initial insertion into rhv. The physician discarded the product and used another separator to successfully complete the case.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.